Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: there are several areas with missing diamonds are visible. A safety team was convened. It was discovered that the failure was caused by a change of the manufacturing process. Since this change, the burrs were no longer brushed after the coating to remove the loose diamonds. Due to this reason, the risk occur that the diamonds can detach off the burr. A patient hazard cannot be assessed at this stage; thus the following task were initiated: creation of a health risk assessment, statement of the manufacturer, blocking of the warehouse, clinical evaluation, forward a list of requirements to manufacturer, detection of remaining nickel on loosened diamond, follow-up safety team. Based on the above activities if additional information is obtained, an additional follow up med watch will be submitted. Based on the information available as well as a result of the investigation the root cause of the failure is most probably a manufacturing error.

Event description:
Country of complaint: belgium. It was reported that there were three complaints about lost diamonds from diamond burrs while milling in bone during a mastoid surgery. Surgery delay longer than 15 minutes was reported. No harm to the patient was reported. All medwatches submissions related to this report are: 9610612-2017-00074; 9610612-2017-00076.